Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. The patient glucose value was 107 mg/dl at noon (it is unknown if it was a continuous glucose monitor (cgm) or blood glucose (bg) value). He administered 9 units of insulin and ate lunch. After eating, the patient¿s spouse noticed that the patient was shaking; she performed a fingerstick bg and it was 40 mg/dl. He was given sugar and a coke and the paramedics were called. However, when the paramedics arrived at 2:30 pm, the patient¿s bg was 81 mg/dl. The patient was not treated or transported by the paramedics. The patient¿s bg was 206 mg/dl at 6 pm. The patient¿s physician adjusted his insulin dosage to 5 units. It is unknown when the patient was seen or evaluated by his physician. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.